Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 38 mg/dl.at the time of incident. Patient was treated with glucose tablets. The customer declined to troubleshoot for the low blood glucose incident. The customer stated that basal is running. The pump will not be returned for analysis.